Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 3.06 volts when interrogated prior to implant.